Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was 425 mg/dl. The site appeared damaged when it was removed. She experienced insulin flow blockage alerts during basal and bolus. The device was not returned.